Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pt presented with hip pain. A malpositioned cup in excessive retroversion was addressed by removing and replacing the cup and liner with a stryker cup and liner and a microport ceramic head and revision sleeve. Pt presented with hip pain. A malpositioned cup in excessive retroversion was addressed by removing and replacing the cup and liner with a stryker cup and liner and a microport ceramic head and revision sleeve. Components not revised: pha01244 profemur neck 15dg, lot: u1076499; pha00268 profemur plasma stem, lot: v01154873.